Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are not accurate. The patient was experiencing elevated blood glucose levels and the device did not recommend that she take a bolus. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.